Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed during use of a homechoice cassette; further described as "fluid was underneath the door" of the homechoice device. This occurred while the patient was connected after peritoneal dialysis therapy completed. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.